Event description:
Patient reported pain, rupture and silicone has leaked into the lymph nodes. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture and silicone has leaked into the lymph nodes.

Event description:
Subsequently, patient's representative reported "symptoms of breast implant illness - bii": fatigue, headache, difficulty concentrating, sleep disorder, sweats, itchiness and tingling of the skin as well as breast pain, depression and anxiety due to fear of cancer. These events are considered not device related. Patient's representative additionally reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, g1, h6. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported " pain, rupture and silicone has leaked into the lymph nodes". Subsequently, patient's representative reported "symptoms of breast implant illness - bii": fatigue, headache, difficulty concentrating, sleep disorder, sweats, itchiness and tingling of the skin as well as breast pain, depression and anxiety due to fear of cancer, capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Headache-ndr: unable to confirm as it is a medical event not related to the device. Pruritus-ndr: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. Depression-ndr: unable to confirm as it is a medical event not related to the device. Other-medical-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, g2, h6.

Event description:
Patient reported " pain, rupture and silicone has leaked into the lymph nodes". Subsequently, patient's representative reported "symptoms of breast implant illness - bii": fatigue, headache, difficulty concentrating, sleep disorder, sweats, itchiness and tingling of the skin as well as breast pain, depression and anxiety due to fear of cancer, capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device. This relates to the right side.